Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify and non-conformances, issues or capas associated with us catheter kit function. Additional physical investigation was performed on the device, confirming the alleged issue. A section of catheter was returned with the unit. The first section was 17.78 cm long with no distal end. The section of catheter was not patent. Engineering was unable to push air or swi through the section of catheter. The root cause of the alleged issue is likely an occlusion. Internal complaint number: (B)(4).

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify and non-conformances, issues or capas associated with us catheter kit function. Device was discarded after the catheter revision surgery. Per the instructions of use of the intrathecal catheter, catheter kinking is a known possibe risk of use of the device. Internal complaint number: complaint (B)(4).

Event description:
Agent contacted technical solutions alleging a catheter revision surgery due to volume discrepancies. Information regarding these discrepancies is unknown. Agent also reports that a cap study was done and the catheter was deemed patent. The date of the cap study is unknown. During the revision procedure, it was found that the catheter was kinked. Agent reported that the catheter was trimmed at the pump replacement and the trimmed portion was disposed of at the facility. MFR 3010079947-2021-00098, was opened to address the pump replacement surgery.